Manufacturer narrative:
(B)(4). It was reported that femoral angiogram or other type of imagining was not performed at the target groin. Per the proglide instructions for use - perform a femoral angiogram to verify the location of the puncture site. Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The suture break was unable to be confirmed as all the device components were not returned. The investigation was unable to determine a conclusive cause for the suture break; however, the additional treatment appears to be related to circumstances of the procedure as another device was used to achieve hemostasis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using a preclose technique, via a 6fr sheath, prior to a diagnostic procedure. Femoral angiogram was not performed. Reportedly, the proglide suture broke. Hemostasis was achieved with another proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and established in the preclosure technique. No additional information was provided.